Event description:
Reporter stated that patient's advantage iii meter was set to read in mg/dl. The correct unit of measure for blood glucose monitors distributed in patient's country is mmol/l. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.